Manufacturer narrative:
(B)(4).

Event description:
The sister reported a patient death. They did not know if it was due to a problem with the pump or if it was due to human error. The sister stated their sister was overdosed. The sister stated the patient was given vicodin. The patient was not responsive the next morning. The patient was revived and they spent two days in the intensive care unit. The sister stated the patient had their staples removed at their doctor¿s office. When they left they were not coherent. The nurse from the doctor¿s office had to help the patient find their car, and the patient was missing for seventeen hours. The sister stated the patient then had seizure after seizure for ten days, and they finally took her off life support. The medication used within the system was unknown. The date of death was not provided.